Event description:
I had allergan implants since 2013. In (B)(6) 2020 I started to have unpleasant feeling in my breast. In (B)(6) I had liquid in my right side, and capsules around implants where getting harder and more painful. In (B)(6) 2020 I had implants removed, and I was diagnosed with alcl. No one informed me about recall of this type of implants and risk of cancer, even after removing implants and capsules I still have to fight for my life. Pictures and movie of surgery is in possession of the medical professional who performed surgery. I got the problems after 2020. It's cancer related to the allergan implants. FDA safety report ID# (B)(4).